Manufacturer narrative:
Sc-1232 (sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8336-70 (sn (B)(6). The returned lead was analyzed and with all the available information, boston scientific concludes that the reported event was not confirmed. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that the patient was hospitalized due to the stimulator protruding from the patients skin. The patient also experienced an inadequate stimulation, resulting in an overstimulating sensation and the physician believed that the ipg had migrated. The patient was able to flip the ipg inside his body which caused the wires to bind together. It was also reported that the patient is able to turn his therapy all the way up and he did not feel it at all. Difficulty aligning the charger after a fall was noted and there was also some swelling at the pocket site. The patient was hospitalized due to the amount of pain he was in. All components were explanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7076739, UDI: (B)(4).

Event description:
It was reported that the patient was hospitalized due to the stimulator protruding from the patients skin. The patient also experienced an inadequate stimulation, resulting in an overstimulating sensation and the physician believed that the ipg had migrated. The patient was able to flip the ipg inside his body which caused the wires to bind together. It was also reported that the patient is able to turn his therapy all the way up and he did not feel it at all. Difficulty aligning the charger after a fall was noted and there was also some swelling at the pocket site. The patient was hospitalized due to the amount of pain he was in. All components were explanted.